Event description:
It was reported that; pt is experiencing pain while sitting and walking. Pt stated that she had two blood tests and a hip aspiration. Pt stated that she had a bone scan.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to potential risks associated with these devices. The reported event is considered to be under the scope of this recall.